Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) in late 2007. The lens was explanted in early 2008, due to inadequate vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Secondary surgery, inadequate.